Event description:
The customer observed a false positive alinity I anti-hbs result for one sample. The following results were provided: initial testing was completed one year ago after vaccination and results from cleia method= negative. On (B)(6) 2024, after vaccination, results from cleia method = 38.3 miu/ml. One month later at another facility by cleia method results = negative. On (B)(6) 2024, by cleia method, results = 50.9 miu/ml. Immunochromatography results were: negative. Per the alinity I anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included, no additional patient information was available. This report is being filed on an international product, alinity I anti-hbs, list number: 07p89-32, that has a similar product distributed in the us, list number: 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I anti-hbs result for one sample. The following results were provided: initial testing was completed one year ago after vaccination and results from cleia method= negative. On (B)(6) 2024 after vaccination, results from cleia method = 38.3 miu/ml one month later at another facility by cleia method results = negative on (B)(6) 2024 by clia method, results = 50.9 miu/ml immunochromatography results were: negative. Per the alinity I anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Device history review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot and complaint issue. The overall performance of the alinity I anti-hbs reagents was reviewed using field data gathered from customers worldwide. The median values for complaint lot 65161fz00 are within the established limits and comparable to the historical reagent lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs reagent, lot 65161fz00, was identified.